Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges post implant of ventralex mesh the patient was diagnosed with recurrent umbilical hernia as the edge of the mesh was herniated and also the mesh was adherent to the underside of the umbilical stalk. The patient's attorney alleges that the patient had revision hiatal hernia repair was performed with excision of mesh. The patient's attorney also alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. Note, the manufacturing date (15-jan-2019) is considered to be a best estimate. This emdr represents the ventralex mesh (device 1). An additional emdr was submitted to represent the ventrio mesh (device 2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: attorney alleges that the patient underwent umbilical hernia repair with implant of bard/davol ventralex mesh on (B)(6) 2019. Post implant patient was diagnosed with recurrent umbilical hernia as the edge of the mesh was herniated and also the mesh was adherent to the underside of the umbilical stalk. Laparoscopic revision hiatal hernia repair was performed with excision of mesh. Along with implant of bard/davol ventrio mesh on (B)(6) 2025. Patient continued experiencing abdominal pain, tearing sensations, and swelling. Attorneys alleges that the patient experiencing recurrence, chronic pain, disability which have impaired daily activities and underwent additional surgical intervention. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.